Event description:
This was reported as the same issue as with the patient's previous pump (see manufacturer report # 3004209178-2015-21904).

Manufacturer narrative:
(B)(4).

Event description:
On 10-19-2015 information was received from a distributor via a health care provider and representative regarding a patient in uruguay who was receiving intrathecal lioresal via an implanted pump with 2000 micrograms/milliliter (mcg/ml), and dose of 96 mcg/day. The indication for use was spasticity. The patient's pump was implanted on (B)(6) 2015. Reportedly, an alarm started to sound but the cause of the alarm could not be found. This was reported as the same issue as with the patient's previous pump (see manufacturer report #). The patient was reported as "ok" receiving therapy, stable and receiving the benefits of the intrathecal lioresal. There was no associated harm or injury and no actions taken as a result of the event. The pump remained implanted. Reportedly all communications were via the telephone, due to where the patient resided. Additional information was requested to clarify medication dose and lot number, findings in the pump log, type of alarm, timing of alarm, troubleshooting, interventions and resolution. Additional information was reported on 10-28-2015 by the company representative regarding the alarm. The patient reportedly returned to (B)(6) and then the alarm started to sound. It was confirmed that there was no electromagnetic interference (emi) source close to the patient; however, it was suspected that maybe it was an emi source close to the patient's house, in the patient's city. It was unknown if the patient was wearing a magnetic bracelet. The pump was reportedly interrogated several times and nothing unexpected was seen; no malfunction related messages were shown and no sign of malfunction was noted at all. The alarm was reportedly a critical alarm, occurring exactly every hour. Additional information was received from the company representative on 11-09-2015, regarding whether there was an emi source near the patient's house. The patient reportedly lives in a populated neighborhood right in the middle of town; and as far as the patient knows there was not an emi source near her house. Additionally, regarding the use of a magnetic bracelet; the patient does not use any kind of magnetic bracelet, nor any bracelet at all. Further information indicated that logs were reportedly attached to a document; however those documents could not be opened. Additional information was requested regarding the attached documents. Should additional information become available, a follow-up will be submitted.